Event description:
It was reported that the PICC line fractured.

Manufacturer narrative:
A chr of lot#22fo4587 showed two other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.